Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The device was received inside of a hoop. The returned guidewire had a section of the polymer tip separated from the rest of the tip, however, it remained attached to the guidewire. The damaged section was located approximately at 299.3 cm from the proximal end. The distal tip was kinked at the same location where the polymer was detached and some other locations around the damaged polymer. No more damages were found in the device. The outer diameter of the middle of the device and proximal section were within specifications.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a draining vein anastomoses. A 300cm straight tip v-14 control wire was selected for use. However, it was noted that the hydrophilic tip of the v-14 was broken while in use inside the patient. It was not known at the time of reporting how the guidewire was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the detached wire was still inside the diagnostic catheter and both the catheter and the guide wire were removed together.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a draining vein anastomoses. A 300cm straight tip v-14 control wire was selected for use. However, it was noted that the hydrophilic tip of the v-14 was broken while in use inside the patient. It was not known at the time of reporting how the guidewire was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported.